Event description:
The guide wire was stretched during use, approx 3cm away from the proximal end. The procedure was completed safely with no harm to the pt.

Manufacturer narrative:
Evaluation: the complainant is returning the device to merit. A follow-up report will be submitted when the evaluation is complete.